Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia after transitioning to the ilet system, with the highest reported blood glucose of 277 mg/dl and prolonged readings above 180 mg/dl, while also administering additional ¿ghost¿ meal announcements and using subcutaneous insulin via pen for correction; additional training was provided. Symptoms included feeling unwell during elevated glucose. Outcomes included no hospitalization, no professional medical intervention, no assistance required, and no acute complications reported. Investigation included troubleshooting of infusion sets and user education. Investigation of this case revealed user-initiated corrective dosing outside of standard use and potential maladaptation of the algorithm, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related dosing behavior and use error.